Manufacturer narrative:
As reported, about two months post-implant of an unknown mesh using the bard/davol optifix straight fasteners, the patient presented with pain. As reported, there has been no additional medical or surgical intervention at this time. Based on the information provided to date, no conclusion can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Per the instructions for use (IFU), absorption of the fastener is nearly complete after 360 days. Pain is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) supplied with the device as a possible complication.

Event description:
As reported, during a hernia repair procedure on (B)(6) 2022, the patient was implanted with an unknown mesh which was fixated using bard/davol optifix straight fasteners. As reported, on (B)(6) 2022, the patient presented with post-operative pain. As reported per surgeon, the patient had a thin abdominal wall and a couple of fasteners were present just under the patient¿s skin. As reported, the surgeon has not planned any additional intervention at this time.